Manufacturer narrative:
The referenced report of history of pump pocket and driveline infection is covered under medwatch MFR# 2916596-2016-00580. Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 8 years and 4 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient expired on (B)(6) 2017 due to acute bleeding and chronic pump infection. The first onset of the pump pocket infection began in (B)(6) 2015. It was reported that the patient was not a surgical candidate for a pump exchange. The patient was left with a surgically opened wound with a wound vacuum (wound vac), and the lvad exposed via the wound. The patient was seen in the clinic twice a week for wound vac dressing changes. The patient had various antibiotic treatments with oral and home intravenous infusions. Several wound debridements were performed. It was observed that when the wound started to close, the pain and drainage would increase. It was reported that the acute bleeding was associated with the wound. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported pump pocket infection could not be conclusively determined. Infections and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.